Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient never felt stimulation on their right side since implant. An impedance test was performed and reprogramming was attempted in (B)(6) 2018. It was reported that all 16 electrodes stimulate the patient on the left side. The patient planned to follow up with their doctor on (B)(6) 2018. Additional information was received from the manufacturer representative. It was reported that a x-ray was taken on (B)(6) 2018 and it was determined that lead migrated left. Reprogramming was done and stimulation on the right side was not attained. No further complications are anticipated.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was going to see a physician in (B)(6) and was hoping the surgeon would remove their spinal cord stimulation system. The patient would like to have their system removed but would find out soon if the physician was willing to take it out or not. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the entire spinal cord stimulation system had been removed last week. The explant date was unknown at this time.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported the patient texted him on friday askin g if he should get a bracelet to wear stating that he had special requirements for MRI eligibility and also if he could use a heating pad on his back. Patient was frustrated that he had not gotten any relief from his device. Patient mentioned that he was considering having the ins explanted but that the hcp would not remove the leads. Rep reviewed he would no longer be full body eligible for mris.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.